Manufacturer narrative:
The insulin pump passed the a21 error test and no a21 alarm noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was damaged. The insulin pump's display had a crack. He/she received an unexpected restart alarm. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because our original device evaluation follow up report was submitted with incorrect data.